Event description:
The account stated the bed is slowly drifting down.

Manufacturer narrative:
Technical support instructed the account to replace s10 and rod lock valves. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.